Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experience high blood glucose. Blood glucose reading was 30.0 mmol/l at the time of incident and treated with insulin pump. Customer stated that they were not using auto mode at the time of incident. The insulin pump will not returned for analysis.